Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 5261605. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples were received for evaluation by our quality team. Through examination of the pictures, the needle was observed passing through the catheter and the product was used. It is worth noting that if the product was transfixed due to a manufacturing problem, it would not be possible to use the product. Based on the investigation conducted so far, a probable cause of the complaint may be related to product usability: it can be inferred that during insertion and when performing a 360° rotation during venipuncture, the catheter may have been pushed forward and, upon re-cannulation, pierced during the procedure. According to the instructions for use, under ¿instructions¿, item 6: ¿hold the catheter hub (2) and rotate the body (5) 360° to release the catheter tube (1) from the needle. Reattach the catheter hub (2) firmly.¿ and item 7: ¿establish vascular access. Warning: if the needle is partially or completely withdrawn from the catheter tube (1) during insertion, do not reinsert the needle into the catheter tube (1), as damage may occur.¿ at this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Peripheral venous access puncture material, 22 gauge, during puncture the needle (bevel) went beyond the flexible mandrel, causing loss of access. A new puncture was necessary. Additional information received on 12/15/2025. Is there any patient impact, if yes, please explain in detail? A: yes, a new peripheral puncture was necessary.